Event description:
It was reported that during the implantation of an eyhance toric intraocular lens (iol), the tailing haptic was not intact while pushing the lens. Consequently, another intraocular lens was implanted to manage the case. Additional information received indicated that the lens was partially inserted into the patient's eye, and both the cartridge tip and the intraocular lens made contact with the eye. The damage to the lens was not due to handling error, as confirmed by the doctor, and the product can be returned for investigation. There was no patient injury reported except for incision enlargement, which required medical intervention to remove the damaged lens. The procedure was successfully completed using a backup lens from another company, although specific details of the backup lens were not provided. No further information is available.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.